Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes and pads of the lifevest equipment. Patient described the area as itchy, purple with red bumps. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended wearing a shirt under the lifevest to help the skin irritation. Tech support advised patient that nothing could be under the equipment as it would interfere with the function. Follow up indicated that the skin irritation improved.